Event description:
It was reported that the customer inquired for auto calibrations on the insulin pump. The customer's blood glucose level was 269 mg/dl. The customer states she got a no delivery but does not want to troubleshoot because she is at her brother's house.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.